Event description:
It was reported that this right ventricular (rv) lead has exhibited an increase in shock impedances over the past few years, and is now exhibiting high out of range measurements. Technical services (ts) noted possible lead calcification build up, and recommended reprogramming to increase the shock impedance limit. This rv lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has exhibited an increase in shock impedances over the past few years, and is now exhibiting high out of range measurements. Technical services (ts) noted possible lead calcification build up, and recommended reprogramming to increase the shock impedance limit. This rv lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported.